Event description:
Resident was wearing a restraint that was appropriate to be used in the bed. The restraint was ordered for use by pt's physician, pt's family had consented for the use of the restraint, and the restraint was properly applied by the staff. The resident crawled over the siderails with the restraint tied properly to the bed. The restraint was under one arm and around pt's neck. Pt was found to be without vital signs, color was within normal limits, and skin was warm to the touch. From physical assessment by the nurse, it appeared that the incident had just occurred.